Event description:
Revision of duracon knee due to pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon femoral component. The other devices listed in this report: cat # unk, lot # unk, description: unknown duracon tibial component; cat # unk, lot # unk, description: unknown tibial insert; cat # unk, lot # unk, description: unknown patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned due to hospital policy.